Event description:
Reportedly, during the implantation of the lv lead in 2022, coronary sinus dissection occurs, so the procedure was stopped and leads were implanted in the right atrium (medtronic lead) and in the right ventricle (invicta). In (B)(6) 2023, the lead was implanted in the lv (medtronic lead) and the invicta lead is explanted due to dislocation and a new medtronic df4 lead is implanted. On (B)(6) 2025, the device is explanted by decubitus. During the procedure, av block occured, so the atrial lead was repositioned to the ventricle connected to a borea sr generator. The lv and df4 leads were explanted. Begining of march, a leadless pacemaker will be impanted and the remaining lead and the borea sr will be removed. Gali 4lv ( (B)(6) ) has been sent to the hospital laboratory to analyze any possible infection.

Manufacturer narrative:
-The review of the production records has been performed and no abnormality was detected. The subject device (s/n (B)(6) ) has been manufactured and sterilized according to all the applicable procedures. -it should be noted that the implantation of the subject device took place on (B)(6) 2022. During the implantation procedure, coronary sinus dissection occurred, and the lv lead was not implanted. A re-intervention took place in (B)(6) 2023 to implant a lv lead and to explant the current ICD lead/implant a new ICD lead. Both interventions may have been longer than usually. Infections due to longer (re-)interventions is a well-known potential complication that is discussed in the device instructions-for-use and published literature. -the subject device has not been returned for investigation. Based on the available data, no issue is suspected on the subject device. The complaint has been recorded for trending purposes.